Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The wire guide compatibility is very hard with zso-7-10. They used 0.025 inch from olympus and boston company. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No 1.1 for all complaints, ask: 1.1.1 what is the reorder number of the wire guide used with this device? 0.025 inch from olympus and boston company. 1.1.2 if not, with the device in question, how was the procedure finished? They used another zso-7-10. 1.2 for complaints occurring during use (once in contact with endoscope), also ask: 1.2.1 had a sphincterotomy been performed prior to this occurrence? The event occurred before the product came into contact with the patient. 1.2.2 what is the endoscope manufacturer and model number that was used? Olympus tjf260v. 1.2.3 please describe the location in the body where the stent was to be placed. The event occurred before the product came into contact with the patient. 1.2.4 was resistance encountered when advancing the wire guide through the obstructed area? The event occurred before the product came into contact with the patient. 1.2.5 was resistance encountered when advancing the introduction system in place? The event occurred before the product came into contact with the patient. 1.2.6 was resistance encountered when advancing the stent through the obstructed area the event occurred before the product came into contact with the patient. 1.2.7 after placement, was stent position verified? The event occurred before the product came into contact with the patient. 1.2.7.1 if yes, please describe how. 1.2.8 please estimate amount of time the stent was in place prior to this occurrence. Please estimate amount of time the stent was in place prior to this occurrence. Unknown . 1.2.9 did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Device evaluation: 2 units of lot number c2057006 of zso-7-10 was returned opened in their original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory visual inspection: 2 stents returned and one pigtail straightener. (B)(4) stent no. 1 pigtail straightener returned with incorrect orientation. Kink observed 5th portal of non-tapered end of pigtail curve. 2nd kink observed 4th portal on the tapered end of pigtail curve. (B)(4): kink observed on 2nd portal of the tappered end pigtail curve. No other damage observed. Functional inspection: (B)(4) 0.35 '' wire guide passed through freely. (B)(4)- 0.35 '' wire guide passed through freely. Manufacturing records: prior to distribution, all zso-7-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-10 device of lot number c2057006 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2057006. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with both stents. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, the wire guide compatibility is very hard with zso-7-10. Confirmed quantity of 2 devices , confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with both stents.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-mar-2024.